Event description:
Customer reports "the chemo meds are backing into the primary infusion bags". The event occurred in the oncology department. There was no report of harm to the patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complain of back check valve failure could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.